Manufacturer narrative:
The complaint of high impedance was not confirmed. The lead passed impedance test. The lead also was rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance on five contacts could not be duplicated. The possibility that the lead could cause a stinging sensation at the pocket site was investigated, but the lead passed all tests. Lead exhibits normal device characteristics.

Event description:
A report was received that the patient had a non-device related fall. An x-ray confirmed a lead fracture. The patient underwent a lead replacement and was reportedly doing fine.

Event description:
A report was received that the patient had a non-device related fall. An x-ray confirmed a lead fracture. The patient underwent a lead replacement and was reportedly doing fine.